Manufacturer narrative:
Corrected block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per data log review: the log shows that on (B)(6) 2021, the system was powered on at 06:57:10 am. At 06:59:33 am the central control monitor (ccm) was shut down and the base was power cycled. The centrifugal pump showed two 'starting application' events before the ccm came up. Other pumps and modules only showed one 'starting application' event as expected. When the second 'starting application' event occurred on the centrifugal pump, the display would have went blank as reported. The log confirms the complaint for one occurrence. The field service representative (fsr) found with the support from the manufacturer's technical support specialist that the product experienced voltage issues on both the network interface cards (nic). The power manager board was replaced. The unit operated to the manufacturer's specifications. The suspect device was returned for further evaluation.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the power manager board to lab use only (luo) centrifugal system testing equipment. The pst monitored the set up for 24 hours with no observation of the screen going blank. The pst did observe that the power manager did not correctly charge the batteries but the ccu display did not go blank.

Manufacturer narrative:
Per the user facility's biomedical engineer, the display went blank twice during power up and once during priming.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump display went blank several times. As a result, a backup heart lung machine was employed. No other details regarding the nature of this event were provided.